Manufacturer narrative:
The event date is an estimated date. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient has had anxiety and depression the last couple months. They have the device for tremor and said they liked their settings but wondered if the device could be adjusted to help with the anxiety/depression. They were afraid of getting the device adjusted because they've had their dbs turned off and back on and they experienced a "zing" sensation that they described as the device electrocuting them. The circumstances that led to the reported issue were asked but unknown. The patient was redirected to their healthcare provider to further address the issue.